Event description:
It was reported that the etrak 2500l had problems with bringing up the patient database. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Clarified for the facility that the system is not designed to transmit information only receive. Currently, the facility is storing data, on the system for min of one year. Due to the large amount of data the system is slowing down and old cases are dropped. No service was performed as the system was found to be working as intended and placed back into service.